Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was recently reported that a patient was diagnosed as having mixed hearing loss with greater neurosensory compromise severe to profound degree after a knee scan. No information about patient's hearing level prior to the scan, the treatment and its result was provided. The patient was using earplugs during the scan.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection during the scan. Human condition may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.